Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer reports their 8015 not finishing the battery conditioning test. Case resolution: - customer states the conditioning test does not finish and hangs on 00:00. - customer states they only use alaris batteries. - informed customer this is most likely due to the power supply board. - however I informed the customer it could be the thermal resistor on the chassis. - informed customer its resistance should be 15 ohms. - customer will check resistor. - customer states they will most likely send in for repair. Ended call. (B)(4).